Event description:
The peritoneal dialysis (pd) patient reported that he had fill complication for a week on his liberty cycler. The patient stated that he recently had surgery and is using a catheter belt. The patient reported complications in both fill and drain. The cycler was replaced. During a follow-up call, the pd nurse stated that the patient had a history of hernias over the past two years. The patient recently had inguinal hernia surgery.

Manufacturer narrative:
A clinical investigation was performed. During a follow-up call, the pd nurse stated that the patient had his first hernia 2 years ago. The patient had lifted 40 pound box, which caused an additional hernia. The patient was placed on hemodialysis following the second hernia event, per the fmc associate medical director, there is no evidence to suggest that the cycler caused or contributed to the patient's hernias. The initial hernia predated the use of the cycler. His subsequent hernia occurred directly after lifting a 40 pound box. The actual device was returned to the manufacturer for evaluation and a product investigation was performed. A simulated treatment was performed and there was no noted problems or failure. The reported problems of fill and drain complications were not replicated or confirmed. Further evaluation found no device malfunctions that would have caused the reported inguinal hernia event. A batch record review was conducted and confirmed there were no deviations or non-conformances during the manufacturing process. Product labeling, material, and process controls were within specifications. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(6) 2011 to (B)(6) 2013.